Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20-38mm x 2.75mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the mildly tortuous and mildly calcified proximal, mid, distal left anterior descending (lad) artery. A 3.5 7 fr non-bsc guide catheter was placed. After a floppy wire was advanced to cross the lesion, predilation was performed with a 2.75x20mm apex and with a 2.75x15 mm quantum balloon catheters. Subsequently, a 28x2.75mm promus premier¿ drug-eluting stent was selected for use and advanced to treat the lesion. During procedure, the physician had difficulty locating the stent. The physician then decided to removed the stent and noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.